Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that after implantation the patient experienced, pain, infection, dyspareunia, recurrence of incontinence and exposure and underwent mesh repair/removal on (B)(6) 2001-(B)(6) 2007, (B)(6) 2007, 2009 and 2009-2010. (B)(4).

Manufacturer narrative:
It was reported that the patient had vaginal graft on (B)(6) 2007.

Manufacturer narrative:
It was reported that patient underwent revision of vaginal graft and reapproximation of vaginal mucosa on (B)(6) 2007 and revision and removal of pubovaginal sling due to graft erosion into the vaginal wall on (B)(6) 2007 by implanting surgeon. No additional information was provided.